Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the customer stated the patient side cart (psc) would not turn on when the system was powered on from the vision side tower, and technical service engineer (tse) observed the psc was not connected to the da vinci system. The customer was able to power on the psc using its power button, then tse had the customer check the blue fiber cable and confirm the fiber link led was not illuminated. Tse had the customer reseat the fiber cable at both the psc and the back of the vision side tower, but the led still did not light; the customer noted the psc connection felt loose even though the cable stayed seated. Tse then had the customer swap in a known-good blue fiber cable with no change, and had the customer swap ports on the back of the vision side tower to verify the vision side tower port functioned (the port showed a blue link when another component was connected), but the psc still showed no blue link on either port. The customer then used another system to complete the surgical procedure. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the single power manager (spm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The spm was analyzed and found no related errors were found in system logs. A visual inspection revealed no issues directly linked to the reported event. The spm was installed onto a golden system and underwent 10 power cycles, with no errors triggered. The system was left idle and ran on battery mode for 30 minutes to drain the battery to 80%. The system was then switched back to charging mode and left idle for another 45 minutes to charge the battery back to 100%, with no issues observed. The spm status was monitored throughout the idle and testing periods; no issues were observed. Another 10 power cycles and switching between battery mode and charging mode were performed to ensure that the spm was functioning correctly. No trouble found (ntf). The complaint was not confirmed based on the failure analysis.